Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that for the insulin pump alarmed no delivery. Blood glucose value was 102 mg/dl. The customer stated that the alarm was resolved by a complete set change. He also reported that the display went blank for less than 30 seconds and stated that the display was not blank at the moment. During troubleshooting, he stated that the battery cap was not damaged or corroded. The customer advised that to monitor the device and call back if issue recurred.